Event description:
It was reported that capture loss was observed in the right ventricle. Impedance values have remained constant since implant within acceptable ranges. An x-ray showed that the hv lead is still in the mid septal region but it is suspected that it has advanced too far down to effectively capture the heart. The lead was capped.

Manufacturer narrative:
Na